Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the screwdriver tip sheared off while the surgeon was tightening the screw. The screw became attached to the screwdriver. The surgeon attempted to remove the tip of the screw but was unable to."